Event description:
Allegedly, the profemur® total hip system implanted in plaintiff failed, and necessitated total revision surgery. About (B)(6) 2022, right hip was discovered to have failed, dr recommended the revision surgery after plaintiff presented with severe pain and lack of mobility and to remove the source of metallosis.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.